Event description:
It was reported the device displayed under-sensing and there was an issue with pacing. The device remains in use and the patient will be evaluated "in a few weeks." Additional information was requested but is not available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.